Event description:
Philips received info where the customer reported during the set up of a bone static acquisition, with the pt on the table, the catcher moved higher than the pt table. The operator was manually moving the table and recognized that the table was slanting downward. The operator slowly retracted the table and removed the pt from the system. There was no harm to the pt or operator. If this malfunction were to recur, there is potential that a pt may fall, which could result in serious injury. This reported event is currently under investigation.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4)..